Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The batteries were removed and reinserted and then proper device operation was observed through functional and performance testing. The reported failure did not recur after that. The cause of the reported failure could not conclusively be determined. The device was returned to the customer for use.